Event description:
The customer reported via phone call that he had a failed battery test alarm on the insulin pump. Customer stated that his pump was delivering as normal and all of sudden, the pump was beeping and the screen had a black dot. Customer replaced the battery and received a battery out limit alert. Customer stated that he does not feel like he needs to discontinue use of the pump. Customer was highly recommended to discontinue use of the pump. Customer will be sent a replacement battery cap. Customer will call back if he needs a replacement pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.